Event description:
Approximately five months post index procedure the target vessel (proximal lad) was revascularized. The treatment is unknown. In addition, two new lesions were also treated; the distal rca, and the 1st obtuse marginal.